Event description:
The rptr indicated that, after several attempts, she could not reset the device from the backup mode. The pt had been lost to followup. The device will be replaced and returned for analysis.